Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low and that it had alarmed due to low inspiratory pressure. There was no patient involvement associated with the reported event. New information for supplemental medwatch report 001. H6: ventec received the device for evaluation. Prior to completing any servicing activities, ventec made adjustments to the ventilation test settings which were not set properly. The device was then evaluated by ventec using the appropriate ventilation settings but the reported issues of its exhaled tidal volume (vte) levels being low and alarming due to low inspiratory pressure could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be conclusively determined.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low and that it had alarmed due to low inspiratory pressure. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.